Manufacturer narrative:
Additional information: d9, g3, h3, h6 visual comments and observed conditions: shp cable - evidence of cut insulation exposing internal sheathing that encloses internal wires. The soaker cap shows signs of wear off consistent with normal wear and tear (refer to photo). Functional evaluation: the device ar-8330h, s/n ebl200410 was subjected to functional testing per wi-000100858. The device was tested with a known good shaver console unit (scu) and failed the functional test by displaying, "error code h15, invalid hall sensor detected. The device functionality cannot be evaluated further. In reference to the reported event, the cut cord damage most likely happened due to use error; the reported allegation, "ar-8330h shaver handpiece has a cut in the cord. This was discovered during a case, resulting in a delay of less than 15 minutes," was therefore, considered confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-apr-2026, a facility representative reported via (B)(4) that an ar-8330h shaver handpiece has a cut in the cord. This was discovered during a case, resulting in a delay of less than 15 minutes.